Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading for two months, and it was getting worse. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump booted up with vibration and the verify screen had a dim red display. The dim display was replaced with a test display and functioned normally. Unrelated to the display issue, there was no audio with pump start up. The pump was opened and the internal pins were found to be out of alignment. The pins were bent back into shape and audio was restored. A crack was observed in the battery compartment casing between the grip and the battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.